Manufacturer narrative:
There were no alarms on the last calibration performed on (B)(6) 2021. Quality controls were within range on the day of the event, showing no indication or a reagent or instrument performance issue. Upon review of the alarm trace, no relevant alarms were observed. The field service engineer determined that a probe needed adjustment as it was hitting the side of the cup. The sample probe adjustment was good. Performance testing and precision studies were run; all were within specifications. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t gen. 5 stat assay on the cobas e 411 immunoassay analyzer. The sample initially resulted in a troponin t value of 64.33 ng/l accompanied by a data flag and this value was reported outside of the laboratory. Per laboratory procedure, samples with critical values are repeated. The sample was repeated three times, resulting in values of 30.42 ng/l accompanied by a data flag, 30.21 ng/l accompanied by a data flag, and 31.40 ng/l accompanied by a data flag. The value of 30.42 ng/l was deemed correct and a corrected report was issued. The troponin t reagent lot number was 49088100, with an expiration date of 30-apr-2022.